Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: on examination, the battery compartment was found to be cracked in the thread area. There was visible moisture contamination inside the battery compartment and on the underneath side of the battery cap. Due to the moisture contamination, the pump was unresponsive when attempted to power on; the screen remained blank and there was no vibratory or auditory functionality upon battery insertion. Pump download was not possible due to not being able to power on. A leak test revealed a moisture leak at the battery compartment crack. The pump was opened for investigation and did not reveal any evidence of additional moisture contamination inside the pump. Investigation confirmed the alleged case damage with moisture ingress.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.